Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the vascular stent system used by the customer is not available for evaluation. No images were provided. Based on the information available, the investigation has been closed without a definitive conclusion. A definitive cause for the alleged device deficiency could not be determined. Labeling review: relevant labeling applicable for this product was reviewed. Potential complications and adverse events, which may occur during use of the lifestent¿ 5f vascular stent system are addressed by the instructions for use, which include but are not limited to open surgical intervention. The correct use of the device in particular proper stent deployment was found to be addressed. H10: g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that during a stent placement procedure, the stent release system (catheter) broke and detached, then became stuck in the patient. The hcp was unable to retrieve the detached segments, a surgical procedure was required. Reportedly, high blood loss was documented. Forty hours after the incident, the patient expired due to multi-organ failure. The device is currently unavailable for return as it has been retained by the local authorities for investigation following the declaration of an unnatural death.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10:d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that during a stent placement procedure, the stent release system (catheter) broke and detached, then became stuck in the patient. The hcp was unable to retrieve the detached segments, a surgical procedure was required. Reportedly, high blood loss was documented. Forty hours after the incident, the patient expired due to multi-organ failure. The device is currently unavailable for return as it has been retained by the local authorities for investigation following the declaration of an unnatural death.